Manufacturer narrative:
The customer reported the device remains in the patient. The lot number was provided. Review of the lot history record (lhr) did not produce any findings relevant to this report.

Event description:
Study event. Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptoms/ae; post carotid procedure. It was reported that in 2007, 8 days post an uneventful rica procedure, the patient was seen in the emergency room (ER) with pain in the right ear, headache and left upper extremity weakness. CT scan of the brain showed no abnormality. The patient was alert and oriented and ambulating with a steady gait. He was discharged home. Eight days later, he again was seen in the ER for left upper extremity weakness and had unsteady gait at home, lasting 10 minutes. The symptoms had resolved when he was seen in the ER. Heparin was given and antiplatelet meds were increased. Head CT scan was negative. Discharged to home two days later. The next day, he returned to the ER with left sided weakness, slurred speech and dizziness which were present on admission to hospital. Heparin and antiplatelet meds were started. CT scan of the brain and cerebral angiogram found no acute abnormality. The condition was reported as stopped seven days later. Six days later, he experienced left upper extremity weakness lasting 3 minutes. He stated that he had missed one dose of his anticoagulant medication. No additional information was available.